Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). (B)(4). Final analysis found the inner insulation was abraded at 22.4 cm to 23.7 cm and 23.9 cm to 24.3 cm from the connector pin.